Event description:
It was reported the tsb35 and ms512 were used during a laparoscopic appendectomy. It was reported the device would not open and did not release tissue after firing. An instrument had to be used to pry open jaws up. This was on the last firing. The staple line was ok. The tsb35 was reloaded with the tr35w. The ms512 leaked during the procedure. There was no consequence to the pt.